Manufacturer narrative:
Pump received with minor scratched lcd window, cracked reservoir tube lip, cracked end cap, cracked case at the display window corners, and cracked case at the reservoir tube window corners and cracked battery tube threads.

Event description:
Customer called to report damage to the insulin pump. Customer's blood glucose levels were not included in the report. Customer stated that there are cracks in the insulin pump; and there is a smell of insulin. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.